Event description:
It was reported that the physician noticed that the device could not turn on when he was preparing for the procedure. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. The product has not been returned; therefore, no physical or visual analysis of the product could be performed. Based on the information provided, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the physician noticed that the device could not turn on when he was preparing for the procedure. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported.